Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber.

Event description:
It was reported that during a prostate procedure, the side-firing fiber was observed to be "forward firing and/or noted to have fiber damage at the tip." A second degree fiber was used to complete the case. "No damages to the patient" reported.